Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels and diabetic ketoacidosis. The customer was admitted and treated with an insulin drip. The customer was not wearing the insulin pump at the time of hospitalization. The customer's blood glucose was 571 mg/dl. The customer stated that she took the insulin pump off before going to the hospital. The customer reported having had two-inch air bubbles in the infusion set, which she discarded on the way to the hospital. She stated that she had filled the reservoir with insulin, then put the vial back into the refrigerator and took it back out before using it again. She was advised to leave the vial out of the refrigerator after use.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.